Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: xxxxxx has two incidents of broken IV tubing. We are not going to send them to the main hospital¿s defect depot. Are you able to connect with xxxx and retrieve them there? If not, we¿ll ask her to toss them.

Manufacturer narrative:
Correction: an update to the material number and lot number was done based on the previous communication provided by the customer. The material number reported has been updated to 2426-0007, lot number 24019005. See section d for updated information. Device evaluation: it was reported by the customer that has two incidents of broken IV tubing. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 24019005 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material number and batch updated.